Event description:
It was reported that air bubbles were observed in the canister. Reportedly, the customer "kept bubble on opposite side of tubing to stop bubbles from being pushed through". There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.